Event description:
During an atrial fibrillation procedure, the agilis m 13f sheath was noted to be leaking blood from the end of the sheath at the valve after removing the dilator while in the left atrium. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.